Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose (bg) level was over 600 mg/dl. A correction bolus was delivered to address bg level. The customer changed out the tubing and resumed insulin therapy.